Manufacturer narrative:
Date of death: unknown. The (B)(6) 2016 has been used for this field as the initial reported stated, "as of (B)(6) 2016, he is no longer on abilify maintena as he has passed away." Date of event: unknown. The event occurred sometime between the last week of (B)(6) 2016. Therefore, the date received by manufacturer has been used for this field. Medical device expiration date: n/a. Results: a sample is not available for evaluation. A review of the device history record and sterility record revealed no irregularities during the manufacture of the reported lot # 3121212. Conclusion: an absolute root cause for this incident cannot be determined. Our quality engineer notes the following: investigation conclusion: these are known common side effects of abilify. Attached is the prescribing info on abilify, titled ¿abilify pi¿. Warning and precautions: increased mortality in elderly patients with dementia-related psychosis, cerebrovascular adverse events, including stroke, suicidal thoughts and behaviors in children, adolescents, and young adults, seizures/convulsions, suicide, to name a few. Otsuka ability maintena is sold in kits. Each kit contains product from several other manufactures, wajiki, baxter, smiths, west and bd. It was noted in conversations with otsuka that at no time were any individual components or the product in general directly implicated in the patient¿s death. It is highly unlikely that the device in question lead to the patient¿s unfortunate death. Otsuka is alerting these manufacturers out of an abundance of caution to ensure that the complaints are being handled with due diligence. Therefore, otsuka has alerted those manufactures listed above to comply with their own policies and procedures. DHR review for lots implicated show no issues were raised (i.e. Qn/ncmrs). The qn review indicates no quality notifications generated for the batch number involved in these complaints. All release criteria were met, including sterility records. Further to add, we again are convinced that the most likely cause is the drug in question and not the bd device used. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above a situation analysis has been opened to address this concern. Please refer to situation analysis #: bdmss-15-635-sa.

Event description:
The following is the verbatim provided by the initial reporter for this incident: "the physician reported to a lundbeck sales representative that a male in his 40s was started on abilify maintena (aripiprazole) unknown dose and frequency for an unknown indication on an unknown date. His relevant medical history relevant concomitant medications, and past drug history are unknown. On an unknown date, he began experiencing constipation from abilify maintena. On an unknown date while he was on abilify maintena 300 mg, he experienced bowel rupture and passed away the last week of (B)(6) 2016 or early (B)(6) 2016. Relevant lab data is unknown. As of (B)(6) 2016, he is no longer on abilify maintena as he has passed away. The outcome of constipation and bowel rupture is unknown. The lot number and expiration date were not reported to the lundbeck sales representative."

Manufacturer narrative:
Correction: only one lot # was initially reported for this incident; 3121212. Two potential lot numbers were provided. The information for these lot numbers is as follows: two potential lot numbers were provided for this incident. The information for these lot numbers is as follows: medical device lot #: 3121212, medical device expiration date: 4/30/2018, device manufacture date: 5/1/2013. Medical device lot #: 5022712, medical device expiration date: 1/31/2020, device manufacture date: 1/22/2015. Additional information: on 10/5/2016, an expiration date for lot # 3121212 was provided. Medical device expiration date: 4/30/2018.